Event description:
It was reported that the micro sagittal saw heated up at the base during an acl repair case. A back-up device was used to complete the procedure successfully, without pt or user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing was discovered to be damaged and corrosion was found in the sockets.